Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle or cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and failed. A wire broken or detached was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle or cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.